Manufacturer narrative:
The broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Event description:
As reported, the surgeon was reaming and the tip broke while reaming. The tip was not in the patients wound, case was not affected. Patient was last known to be in stable condition following the event. Device will return.